Event description:
It was reported that on (B)(6), 2010, the pt heard some crackling noises from her cochlea implant for the first time. Then the implant became intermittent during the day and eventually stopped working. Since then the pt has had no access to sound. The external equipment was replaced but the pt was still unable to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.